Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for high blood glucose levels. Troubleshooting revealed some alarms in the alarm history. The insulin pump passed the required tests.